Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
The biomed reported the unit gave a check vent alarm for the primary alarm failed. The biomed confirmed issue occurred at turn on. The biomed previously replaced the speakers for this issue. The remote manufacturer's service technician discussed suggested repair per the manual and advised that the 2.30 software has some updates around this failure and suggested upgrading after discussing differences. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:12feb2021. B4:15feb2021. The bio-med confirmed the issue has been resolved by replacing the printed circuit (pc) board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.